Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown stem, unknown shell. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-03121, 0001825034-2017-03122, 0001825034-2017-03124.

Event description:
It was reported that a patient is being considered for a revision on an unknown date for an unknown reason. No revision has been reported to date. Attempts have been made and no additional information is available at this time.